Manufacturer narrative:
(B)(4): the customer reported that a monitor fell. No pt harm was reported. The initial info from the customer revealed that a user raised an infusion stand into the monitor in a way that depressed the quick release and lifted the monitor off the mount. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that a monitor fell. No pt harm was reported.